Event description:
The customer reported the system is not displaying images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, and replaced the right monitor. System operates as intended. This MDR is related to ge healthcare complaint.